Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Additional info was requested on 02/10/2011 and 02/21/2011 by phone, email, fax and mail. Additional info was received by phone 02/21/2011. A completed questionnaire was received on 02/24/2011. (B)(4).

Event description:
A consumer reported that she did not expect to have to wear glasses following intraocular lens (iol) implant surgery. In a f/u with the consumer, she reported that her distance vision is "great" but she has to wear glasses to read. Prior to her surgery, she was wearing bifocals to read; now she has to have a 250 magnification to read. Additional info was received from the surgeon's clinical coordinator, who reports the outcome of the event is unk. An unapproved viscoelastic was used during the implant procedure. There are two medical device reports associated with this event; this report is for the left eye.